Event description:
(As reported by the user facility to co's our sales rep...) The swivel arms of the wye came off when the circuit is pulled from the package (bag) in some cases or when handled in other cases. If the circuit wye is held by the hose cuffs (blue) and squeezed no more firmly than one would do in setting up the circuit, the wye will pop apart.